Manufacturer narrative:
The device was manufactured from august 17, 2021 - august 18, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. After the expected infusion time of 24 hours, approximately 15-20 ml's remained in the device. The device was filled with piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.